Event description:
It was reported to boston scientific that an expect endobronchial ultrasound fine needle aspiration (ebus tbna) was intended to be used for airway puncture during an ultrasonography procedure performed on (B)(6) 2026. During the procedure, the device exhibited a condition where the needle sheath was bent, causing the needle tip to penetrate the sheath. The procedure was completed with another device of the same model. The patient was reported as stable following the procedure, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a041001 is being used to capture the reportable event of needle punctured sheath. Block h11: product investigation results: the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "needle punctured sheath" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the events. Also, for the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boson scientific has assigned an investigation conclusion code of cause not established.